Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and failure analysis investigation confirmed and replicated the customer reported complaint. The usm was tested on an in-house system and failed in normal mode as errors 1126 and 312 were triggered. The usm was also tested on the patient side cart (psc) fixture test platform (pftp) and failed the fiber test on the clockspring and parallelogram. The clockspring and parallelogram fibers were swapped with new ones and the errors went away. The original clockspring and parallelogram fibers was reconnected, and the errors returned. The clockspring and parallelogram assemblies will be replaced as a fix.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fault occurred. Prior to contacting intuitive surgical, inc. (Isi) technical support, the customer had performed a hard reboot of the system. The tse reviewed the system logs and confirmed the faults. The customer stated that the issue was with the universal surgical manipulator (usm) 3. The procedure was completed as planned with no reported injury.